Manufacturer narrative:
It was indicated that the device will not be returned for evaluation, however 1 media was provided. Once the media is evaluated, a supplemental medwatch will be filed.

Event description:
It was reported that visible air bubbles occurred. During a procedure, the faradrive steerable sheath was inserted into the left atrium. The non-boston scientific octaray was used for mapping, and the farawave catheter was utilized for ablation. Upon re-mapping with the octaray, it was observed that the valve at the proximal end of the sheath was leaking air during aspiration. The anomaly was observed at the end of the procedure; therefore, the sheath was not replaced. There were no patient complications. The device is not expected to return as it was disposed. 1 media was provided for review.